Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. The expiratory pressure transducer board was check and has been replaced. The issue has been resolved and the device was delivered to the user in working condition. Pressure transducer printed circuit board measure the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. The defective part was not available for further evaluation. The root cause to the reported issue has not been determined.